Event description:
Customer reported she was hospitalized due to high blood glucose levels. Troubleshooting performed. The time in her pump was off, and the basal review showed she had different basal rates programmed in her pump. High pressure test could not be performed at this time.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. This pump was rec'd with a scratched display window.